Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a pump replacement for an ilet device, the user experienced prolonged hyperglycemia and contacted support for assistance with resuming insulin delivery; the agent guided a supply change and the user successfully restarted insulin, with the device in learning mode and blood glucose trending down. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included no hospitalization, no emergency care, and no additional interventions. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed no device malfunction identified and a cause of hyperglycemia that remained unclear. It was concluded that the event was user-managed with successful restoration of insulin delivery and that the cause of hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.